Event description:
It was reported that one day post implant lead sensing had changed. On the analyzer, sensing was 8.1 mv and when connected to the device it was 5.8 mv. Today, r-wave is 2.8 mv. Due to changes in sensing, the patient will return to the operating room (or) for lead repositioning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).